Event description:
Injection of dye showed breakage of the port catheter. Part of the catheter was seen in the atrium and the other part is in the vein. The catheter portion was retrieved by the invasive procedure radiologist and the pt was brought to surgery for removal of the hub. There was no fluid in the pocket and no inflammatory changes noted.